Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was closed on tissue, safety pulled back, the motor noise was heard and then locked out. They tried to use the release button to move the knife back, but this would not work. The manual override was pulled and the device released. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Manual override was used and there was no issues removing the device from the tissue. What were the patient's pre-existing conditions? Morbid obesity does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 1+ mths. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was returned with a 45 mm reload loaded on the device. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note if the instrument is partially fired or locked do to an incorrect reload size, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.